Event description:
It was reported that three months after the implant procedure the patient suspected early battery depletion with their device. It was further reported that the clinician believed that the chronic right ventricular and left ventricular leads showed high capture thresholds. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4194 lead, implanted (B)(6) 2010; 5554 lead, implanted (B)(6) 2010. (B)(4).